Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that he has had high blood glucose but did not know the value and wanted to troubleshoot pump. The drive support cap, tubing, reservoir and the high pressure test are fine. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Customer did not have time to further troubleshoot and indicated that he would call back. No further information was provided.